Event description:
During the procedure, the imaging system screen went blank and upon removal of the catheter a thrombus was noted. The catheter was in the right coronary artery and after two runs, the screen went blank prior to the contrast being injected. The catheter was removed and thrombus was noted. The procedure was completed with angiography with no patient consequences. After the procedure, the system was tested and it was noticed that it was hard to start the system and the screens were blank. The oct runs were not all captured on the system. Alarms and beeping was heard coming from the system.

Manufacturer narrative:
Per the field service report, the root cause of the blank screen was a failing cmos battery. Once the cmos battery was replaced and the connections were checked, the reported blank screen issue was resolved. The cmos battery failing is due to normal wear and tear.